Event description:
The emergency medical services (ems) crew responded to a patient in cardiac arrest. It was reported that two defibrillation shocks were successfully applied to the patient. On the third shock the device charged and was ready to shock; however, before the user pushed the shock button the display switched to the self test mode and the screen went blank. The normal display screen then came back but displayed no rhythm. There were no adverse affects to the patient reported as a result of device.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. The device was subsequently returned to the customer. The cause of the reported failure was not determined.